Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with a native bicuspid type I valve (right coronary cusp/left coronary cusp fusion) with significant calcium noted on the leaflets, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm non-medtronic balloon. The valve was inserted into the patient and deployed to 80%, however, the inflow of the valve appeared "very" constrained. The valve and delivery catheter system (dcs) were withdrawn from the patient. A second bav was performed using the same 18mm balloon. The valve and dcs were reintroduced into the patient and deployed to 80%, but the valve frame remained constrained. The decision was made not to deploy the valve due to the nose cone of the dcs not likely able to be withdrawn through the constrained valve. The valve and dcs were removed from the patient, and a non-medtronic valve was then implanted. A post-implant bav was performed due to paravalvular leak. No adverse patient effects were reported. Of note, it was reported that the issue was with the patient's anatomy and not the medtronic device.